Manufacturer narrative:
Reportable malfunction with inomax dsir dg20140097 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to over-delivery of nitric oxide for 12 consecutive seconds. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, the device's proportional valve was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
On (B)(6) 2019, a distributor reported a delivery failure with inomax dsir dg20140097. The device was use on a patient when the issue occurred. No impact or patient harm was reported. Inomax dg20140097 was removed from service and returned to the distributor for service evaluation. On 05-dec-2019, an internal employee performed a routine service log review for inomax dsir dg20140097 and discovered a delivery failure alarm due to over delivery. This service log finding meets the criteria of a reportable malfunction. This match was found from a device in the (B)(6).